Event description:
A surgical technician reported that a glaucoma shunt was implanted and would not drain. The shunt was removed. In a follow up, the surgeon's assistant reported that the shunt was removed and a trabeculectomy was performed. She reported the patient was not harmed as a result of the shunt being removed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/20/2010, 09/21/2010, 09/23/2010, 09/24/2010, 10/06/2010, and 10/13/2010 by phone, fax and mail. A partially completed questionnaire was received 10/19/2010. (B)(4).